Event description:
Tpn(total parenteral nutrition) compounding staff received had numerous errors stating "+/- 3% however some ingredients may not have delivered correctly". This error seemed to consistently be an issue with the exactamix valve set which seemed more "loose/wobbly (shifting more from back of hood to front of hood when clipped into place). Pharmacist also felt that the valve set seemed to have more movement that it should. We opted to remove this valve set and replace with a new valve set. We identified the valve set with issues from lot # 60667490 both today and yesterday. We switched out the valve set with a new lot # 60480694 and compounder functioned with no incident.